Manufacturer narrative:
Continuation of d10: product ID: 977a160, serial #: (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(6), ubd: 13-jun-2019, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 21-feb-2028, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that exposed lead. Incision reopening/split open. The issue was resolved. Rep reported that the cause was not determined, physician suspected lead was not implanted deep enough. Physician planned to use surgical glue on (B)(6) 2024 to close wound. The issue was resolved.

Event description:
Previous information regarding lead erosion was reported. It was reported that surgery was needed to bury the lead and secure with suture and re-close the wound. The cause is unknown, but the issue was resolved with surgery. No lead issues or impedances reported. The rep indicted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.